Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.0, laboratory inr: 2.5. The exact time between testing was unk; however, testing was performed on the same day. Therapeutic range was unk for the pt. There was no reported adverse pt sequela. There was no additional info provided.